Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set block alarm 23-jun-2024. The blockage is located in the tubing. Customer changed all pump supplies and resumed insulin therapy. No further information available.